Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the meter produces an error 1 sub code 7. There was a software data corruption. The pump and meter were unable to be paired.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the error 1 would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.